Event description:
Case reference number (B)(6) is a spontaneous report sent on 10-dec-2019 by a consumer, which refers to herself a female patient in the (B)(6). Additional information was received on 19-dec-2019. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in 2009, the patient received treatment with restylane at unknown location (unknown amount, lot number, injection technique and needle type). On an unknown date in 2009, about 10 years ago when she was injected, she reported they hit a nerve or something (injury associated with device) and now she was blinded in one eye (blindness unilateral). Treatment for the adverse event was not reported. Outcome at the time of the report: blinded in one eye was not recovered/not resolved. Hit a nerve or something was not recovered/not resolved.